Event description:
Caller states the patient tested >8.0 inr, >8.0 inr and 5.6 inr on the coaguchek xs system. Caller states the patient was told to stop her coumadin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.